Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had damage to a previous driveline repair site. The grey shrink tubing had separated. The patient underwent a driveline repair on (B)(6) 2021 to repair the previous site. There were no alarms associated with the damage. The patient was noted to be stable and at home. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned portion of driveline and the submitted photo confirmed damage to the driveline repair site. A distal-end driveline repair was performed on 08jun2021 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Evidence of a previous distal-end driveline repair was observed approximately 14¿ ¿ 18¿ from the controller connector (manufacturer report number: 2916596-2019-01380). Damage to the grey and black shrink tubing was observed at the distal-end of the repair site, approximately 15¿ from the controller connector. The underlying layers of the previous repair were otherwise unremarkable. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage in the insulation of any of the driveline wires. It was later reported that there were no alarms associated with the reported damage, and the patient was stable at home. During the investigation there was an incidental finding of superficial damage to the distal end of the driveline outer jacket was observed underneath rescue tape. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-18998, and no further related events have been reported at this time. The relevant sections of the device history records for vad-18998 and driveline s/n 10951 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for user (IFU) and the heartmate ii patient handbook are currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.